Manufacturer narrative:
The customer claiming that the incident item has been disposed.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopy and treatment for endometriosis -"mr (B)(6) was trialling these scissors for the first time while I supported the case. The (B)(6) was cutting adhesions close to the ureter and bowel using the scissors. The scissors were very stiff and clunky causing the scissor tip to move considerably as the (B)(6) used them to cut causing them to touch unintended tissues. I examined the scissors after the procedure and they were a lot stiffer than they normally would be making them difficult to close slowly. The scissors are being returned for analysis. " patient status- unknown.

Manufacturer narrative:
The incident unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the exact root cause of the event. A review of the manufacturing records for the supplied lot number indicated that the product passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that a potential root cause may be user preference. The user may have a preference for the force required to actuate the unit, and each unit can vary slightly with the force required. All applied medical scissors are 100% inspected and the unit in question operated smoothly and effectively during assembly. Although the root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.